Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: during a lap gastric bypass, the suture and needle came off the device. Nothing left behind, everything retrieved. Needle and suture fell into patient cavity, both were recovered. Another device was opened to correct the condition.